Event description:
It was reported that externalized conductors were observed on rv lead via cinefluoroscopy. The lead related measurements were stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.